Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, the physician went to reposition the lead because of high threshold measurements and was unable to extend the screw. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.